Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue two or more times on (B)(6) 2018 that was resolved with cartridge change. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2019 with the following findings: review of the black box data revealed records of loss of prime events (cs162) with low non-zero force on (B)(4) 2018. On investigation, loss of prime was not duplicated during the basal duration testing. The force sensor was evaluated and determined to be with specification.